Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The reported condition was verified. The device was found out of specification in relation to the reported "downstream occlusion sensor" which was not reproduced. The reported ¿downstream occlusion sensor" was verified through a review of the event history log. The device passed functional testing related to the issue including a simulated infusion where the device was able to accurately detect occlusions in the test environment. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "downstream occlusion sensor". There was no known patient injury or medical intervention associated with this event. No additional information is available.